Event description:
It was reported that patient enrolled in a clinical study underwent left open reduction internal fixation on (B)(6) 2008 receiving competitor product. Subsequently, patient was revised on the left side on (B)(6) 2009 due to dislocation, instability and bone loss.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised on the left side on (B)(6) 2009 due to dislocation.

Manufacturer narrative:
Additional information provided indicates revised product was competitors product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; date implanted; manufacture date.